Manufacturer narrative:
(B)(4). The fenestrated bipolar forceps instrument was not returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: a piece of the instrument broke and fall inside the patient. The broken piece was retrieved and no patient harm was report. However, it is unknown what caused the breakage.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, while the surgeon was excising the prostate from the bladder, a plastic piece at the working end of the fenestrated bipolar forceps instrument broke off into the patient. The broken piece was successfully retrieved from inside the patient. Furthermore, the instrument exhibited signs of broken cords. The procedure was completed successfully with no reported patient complications.